Event description:
On january 11, 2016, the lay user/patient contacted lifescan (lfs) alleging that she obtained an error 4 message on her onetouch verio sync meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that she obtained the error 4 message a couple of weeks prior to contacting lfs. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the alleged message. She claimed that 2 days after obtaining new test strips, she had a "seizure". She reported that the emergency medical services (ems) was contacted and a blood glucose result of "22 mg/dl" was obtained on the ems meter. No other treatment or medical intervention was specified. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps, her test strips had been stored correctly and the test strip completely drew in the blood sample. The cca walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of an acute diabetes excursion, after the alleged issue began.